Event description:
It was reported that while the wand was passing through a skin portal during a knee arthroscopy the tip broke off the sabre 30 wand. No patient injury was reported. Back-up device was available.

Manufacturer narrative:
There was a relationship found between the device and the reported incident. Visual inspection under magnification of the device shows extensive electrode wear. The electrode is broken off. The cable of the device is cut and was returned with the device. The broken off electrode part is discolored. There are no manufacturing abnormalities visually observed with the returned wand. Due to the cut cable/connector a functional test is impossible. No manufacturing abnormalities were found and not root cause could not be verified. The complaint was verified and the root cause could not be determined but possibly due to extensive use which may result from vigorous use against bony surfaces. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.